Event description:
It was reported that the hospital has had 21 instances of delivery accuracy either for a slow flow or no flow related to the cassette device, some with an alarm and others without an alarm. No patient injury reported.

Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. No lot number was provided; therefore, DHR (device history review) could not be performed. No lot or serial numbers were communicated;device expiration date and device manufacturing date are not available. UDI#: unknown; premarket (510k) number: unknown. Operator of the device: unknown.